Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 7/16/2019- 12/30/2019. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was explanted from patient right eye due to excessive glare. There was no patient surgical issue. The replacement lens used is a non-johnson & johnson vision iol. Explant surgery went well and patient is doing fine post-op. No further information available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.